Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcct swivelock®, batch number 15336315, was received for evaluation. Visual inspection revealed that the eyelet was broken off, while the sutures and anchor remained intact. Functional testing was not performed due to the device's damage. Based on the available evidence, the most likely cause of the broken eyelet is misaligned insertion and/or prying or leveraging of the device during use, which may have compromised its structural integrity. The complaint allegation is not confirmed, as the anchor itself is not fractured. Refer to the attached investigation photos for visual documentation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd july 2025, it was reported by an arthrex's employee via email that for an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with f ibertape® loop (blue), its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-2324bcct. There was no patient harm, and no secondary procedure needed.